Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout and was experiencing a discomfort. Upon interrogation prior the procedure, the left ventricular (lv) lead exhibited high capture thresholds and phrenic nerve stimulation. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.